Manufacturer narrative:
Blocks b1, b2, b5, e2, e3, h1, and h6 (patient codes, impact codes) have been updated with additional information received on may 23, 2024 and june 03, 2024. Block g2: competent authority reference number: (B)(4). Block h6: imdrf device code a0501 captures the reportable event of tip detached.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered rmv stent was implanted during a stent placement procedure performed on (B)(6) 2024. During the procedure, when the stent was placed, the white tip came off and could not be recovered. There are no known patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts. Additional information received on may 23, 2024 and june 03, 2024: the stent was to be implanted in the esophagus to treat a malignant stricture during a gastroscopy with x-ray and stent placement procedure. The patient's anatomy was tortuous. The detached tip was attempted to be retrieved using grasping forceps but was unsuccessful. The procedure was completed with a different device. The patient had a slight mucous membrane injury.

Manufacturer narrative:
Block g2: competent authority reference number: (B)(4). Block h6: imdrf device code a0501 captures the reportable event of tip detached.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered rmv stent was implanted during a stent placement procedure performed on (B)(6) 2024. During the procedure, when the stent was placed, the white tip came off and could not be recovered. There are no known patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.